Event description:
Covidien received info that the ventilator was alarming and the display was blank. The malfunction did not occur during pt use.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the customer reported issue. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcb). The device passed extended self-testing.